Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received a patient notification for high, out of range, pacing lead impedance. The out of range value could not be reproduced in-clinic. Review of the trends showed one out of range value with all other values stable. There were no adverse consequences for the patient and the patient will be monitored.

Event description:
New information received notes insulation abrasion on the rv lead. The lead was explanted.